Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a burnt power cord. There was no patient involvement or harm reported. Additional follow-up was made with the clinic manager, who confirmed there was no patient involvement and no injury occurred. The clinic manager confirmed no burning smell, smoke or visible flames were reported from the power plug, and the machine functioned as intended. The power plug was replaced as a precaution and the machine was placed back in service without any further issue. The power cord was returned by the biomed tech for evaluation.

Manufacturer narrative:
The complaint part (power cord) was received with heat damage on the prong (hot side) of the plug. A microscopic view, shows pitting on both sides of the prong. There are no heat damage on the neutral and ground side of the plug and no damages along the cord. Measurements were taking on each wires of the power cord which have continuity and the resistance between the wires are open as expected. The power cord was installed onto a test machine and plugged into an outlet which was tight and cannot be easily unplugged. The test machine powered on and a self-test was completed without failures. There were no additional damage on the plug during testing. The reported physical damage on the power cord is confirmed. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the power cord revealed the presence of burn damage to the plug. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility biomedical engineer (biomed tech) reported a burnt power cord. There was no patient involvement or harm reported. Additional follow-up was made with the clinic manager, who confirmed there was no patient involvement and no injury occurred. The clinic manager confirmed no burning smell, smoke or visible flames were reported from the power plug, and the machine functioned as intended. The power plug was replaced as a precaution and the machine was placed back in service without any further issue. The power cord was returned by the biomed tech for evaluation.

Manufacturer narrative:
Supplemental date received: 01/02/2018.

Event description:
A user facility biomedical engineer (biomed tech) reported a burnt power cord. There was no patient involvement or harm reported. Additional follow-up was made with the clinic manager, who confirmed there was no patient involvement and no injury occurred. The clinic manager confirmed no burning smell, smoke or visible flames were reported from the power plug, and the machine functioned as intended. The power plug was replaced as a precaution and the machine was placed back in service without any further issue. The power cord was returned by the biomed tech for evaluation.